Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt experienced a "shocking sensation" and increased pain. The pt requested the device explanted. No reprogramming or testing was performed. The pt recovered without sequela.